Manufacturer narrative:
The insulin pump had a critical pump error alarm and no button response due to corrosion on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error alarm. Unable to verify pump error due to no button response. Corrosion was also found on the motor and force sensor during visual inspection. No moisture damage was found on the keypad assembly. The device had a scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. No crack noted on the insulin pump case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient swam while wearing the insulin pump and the device alarmed critical pump error and turned off. The patient's blood glucose at the time of incident was 11.0 mmol/l. The patient inserted a new battery but the insulin pump did not turn on. The insulin pump will be returned for analysis.